Event description:
It was reported that the right ventricular {rv) lead was explanted due to impedance issues, h:gh thresholds and amolltude. No additional adverse oatient effects were reoorted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).